Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and confirmed that the system failed to boot. Analysis of the system log file showed that there was an issue with the flexvision pc. During troubleshooting, the fse confirmed that the flexvision pc was not booting up. The fse replaced the flexvision pc. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the issue was due to the faulty power supply unit. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flexvision pc was replaced, the system was returned to use in good working order.